Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented due to syncope. A remote interrogation was performed which showed no stored episodes. The clinician commented that the electrogram showed a potential anomaly with the cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) noted that the remote monitor interrogation showed no concern over device functionality. The field representative attempted to obtain further information, with no success. The crt-d remains in service and the cause of the syncope remained unknown. No additional adverse patient effects were reported.